Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported by the user site that on (B)(6), 2026, during use of a 3 dimensions mammography system, white band artifacts were observed on spot compression and magnification images. No patient injuries were reported. Hologic clinical applications reported that the user site was experiencing consistent white band artifacts on spot compression and magnification views. Hologic clinical applications reported that the technologists first noticed the issue the previous week and that the issue was not occurring on another 3dimensions system at the same site. Hologic clinical applications further reported that images from three patients were tagged for review where the artifact was observed, and comparison images without the artifact were also tagged to demonstrate the expected visualization of the chest wall with the paddles. It was reported that the artifact led to repeat imaging and additional radiation exposure to patients. No further information is currently available.